Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ 3 needle leaked. This was discovered during use. The following information was provided by the initial reporter: at the attachment point between the blue plastic and the steel cannula, vaccine has leaked during slow, proper injection. Due to early detection, we assume that an adequate amount of vaccine has arrived in the muscle. However, it was not possible to vaccinate the entire dose, as approximately 5% of the injection was lost. Uncomplicated application possible after changing the cannula.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 300800 lot 180724 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR show no abnormalities during needles manufacturing. H3 other text : see h.10.

Event description:
It was reported that bd microlance¿ 3 needle leaked. This was discovered during use. The following information was provided by the initial reporter: at the attachment point between the blue plastic and the steel cannula, vaccine has leaked during slow, proper injection. Due to early detection, we assume that an adequate amount of vaccine has arrived in the muscle. However, it was not possible to vaccinate the entire dose, as approximately 5% of the injection was lost. Uncomplicated application possible after changing the cannula.